Event description:
A malfunction occurred in the pump as reported by the caller. The customer¿s blood glucose (bg) level displayed as "high"; although a specific value was not provided. The customer addressed the high blood glucose by administering a correction injection using mdi and did not require assistance from a third party. The pump was replaced to resolve the issue, and the customer reverted to an alternate method of insulin therapy.